Event description:
It was reported that one (1) patient underwent a knee arthroplasty revision to address aseptic loosening of the femoral bushing. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55 (100722), 1-9. Https://doi.org/10.1016/j.jbo.2025.100722. B3 - event date - date of publication d10 - concomitant devices - unknown nexgen segmental articular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni e1 - contact - correspondence author g2: foreign - event occurred in denmark h6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.